Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video telescope had a tear in the cable. There were no reports of patient involvement.

Event description:
No new information was provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer¿s allegation of tear in the cable was confirmed. The protector of the video cable section was cut. In addition, the cover glass of the insertion section was cracked. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.